Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds and impedance changes. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.